Event description:
It was reported that the product was contaminated. A 3.50 x 32 synergy drug-eluting stent was selected for use. However, it was noted that the package was damaged compromising the inner pouch and the sterility of the device. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.